Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01313 to provide additional information. Olympus tried to contact with the surgeon to gather additional information, but the surgeon didn't answer any questions in relation to this event. So, olympus could not gather additional information form the surgeon. If additional information becomes available this report will be supplemented.

Manufacturer narrative:
Since the subject device was discarded by the hospital, olympus medical systems corp. (Omsc) could not evaluate the referenced device. The lot number of the device was not identified, but there were no irregularities in the manufacturing records for the past 1 year from the date of event. The exact cause of this issue cannot be conclusively determined. If additional information becomes available this report will be supplemented.

Event description:
Olympus was reported by the hospital that the patient has died after minimally invasive esophagectomy. The patient has died by fistula of brachial artery. The subject device was used during the procedure. It was also reported that the patient was undergoing radio therapy procedure and there was a possibility that the patient had an infection. Olympus is trying to get additional information about this event from the hospital, but olympus has not got any additional information.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2016-01313 to provide additional information. Until (B)(6) 2017, olympus interviewed three surgeons different from the surgeon of this event. Three surgeons answered that they don't have experienced fistula of brachial artery after an esophagectomy and also heard the event so far. As the above result, olympus presumes that the reported event was not related with the subject device.